Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus,mr,ous 3.00x28mm stent delivery system (sds) was returned for analysis. An examination (visual and via scope) of the crimped stent identified stent damage to the mid-section with stent struts lifted and pulled distally. The undamaged crimped stent outer diameter was measured within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube, the shaft polymer extrusion and the tip found no issues.

Event description:
Reportable based on device analysis completed on 17apr2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The stenosed 26mmx3.0mm, de novo, eccentric target lesion containing >=90 degrees bend was located in the moderately tortuous and mildly calcified left circumflex artery. A 3.00x28mm promus element plus drug-eluting stent was advanced but failed to the lesion. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed stent damage.